Event description:
It was reported unresponsive button occurred with pump, and patient declined callback from technical support. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, and technical support documented report with no further action required.